Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off during use. As it passes through the tissue, the needle pulled off. The thread is then kept in the patient to complete the suture. In the end, the thread is well used on patient. The consequences for the patient are low, as the thread is still used. Extended handling time at the time of suturing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: can you provide more details on the clinical consequences observed on patients? After resuming contact with the service, there are no significant consequences for the patient. The only consequences were at the level of surgeons who had to adapt their practices. - how long was the delay? In minutes? Differential of about 5 minutes compared to a suture that had no fault. - has there been a change in the post-operative care of patients due to the prolonged procedure? No change in post-operative care, the final suture was the same as with a thread without defect. There was just more consumption of threads because 1 threads corresponded to a "knot", it was necessary to change threads at each stage of the suture. * if possible, please confirm the number of procedures affected. * if possible, please confirm the number of devices affected per procedure. * were there any patient consequences? Answer : - 1 thread used per procedure, i.e. 10 procedures in total - the consequences for the patient are low, as the thread is still used. Extended handling time at the time of suturing. -10 devices concerned. It was a recurring problem in the operating room for 15 days, but on the same sutures and the same lots. No further information available regarding the other cases. The single complaint was reported with multiple events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.